Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿ ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The complainant reported that an implanted impella 5.5 pump began to experience high purge pressure during patient support. A lysis protocol was sent to the to the staff in response to the decrease in purge flow. Support continued for another five days, at which point care was withdrawn and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. High purge pressure (hpp): the root cause of the high purge pressure was most likely a kinked purge line due to the quick rises and falls of purge pressure with no evidence of biomaterial ingestion seen in the data logs along with clinical details noting patient transfer at the time of one hpp report. Product damage (purge tubing kink): the failure mode product damage (purge tubing kink) was added since the root cause of the high purge pressure was found to most likely be a kinked purge line, and clinical details report multiple phases of hpp and note that the patient was moved from the ICU to the or during one instance. Data log review showed quick rises and falls of purge pressure throughout the case and minimal changes to motor current and pump flow. The root cause of the product damage (purge tubing kink) was most likely patient movement since clinical details note transferring the patient at one instance of high purge pressure. G1 reporting contact address was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29075. G1 manufacturing site facility name, address, country, and fax number were erroneously entered on the initial manufacturer device report number 1220648-2025-29075.